Event description:
The center reported that the patient will undergo skin flap revision surgery. In addition, the patient reported experiencing pain and sound quality issues with her device. Testing performed by the center shows out of range impedances. Programming adjustments were made and the patient reported improved sound quality. However, at a later date, the patient reportedly experienced a loss of lock with her device. A decision was made to explant the patient's device during the skin flap revision surgery.